Event description:
It was reported, during in clinic follow up. That the left ventricular lead exhibited intermittent loss of capture. And the patient felt fatigued. X-ray was performed and revealed, that the lv was dislodged. The lead was explanted and successfully replaced. High output pacing was shown by the pacemaker. So, it was also explanted and replaced. The patient was stable.